Event description:
Cardiac arrest pt tranported via ambulance to ed. Pt intubated with 7.5 tube. Tube verification during run - visual passing through cords with no epigastric/bilat breath sound. Tube check b inflated. Etc02 readings: 17mmhg - 25mmhg. Tube secured with holder at 26cm. Tube placement re-evaluated during remainder of run. No changes on arrival at ed. Ed md visualized placement with laryngscope and curved blade and stated tube in esophagus. Etc02 reading 19 mmhg. Dr. Pulled tube and reintubated. Concern: possible incorrect etc02 readings form zoll. Corrective action: zoll pulled from service and sent to biomedical engineering for evaluation. Biomed unable to duplicate program; let unit run all day. Replaced modem connector. Unit needs to be rezeroed every day, tried new capnostat, same result. Unit sent to zoll medical service for repair.